Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
There was a tear in the iab and the iab would not inflate. The following was reported to datascope on 3/10/98: while inserting the balloon into the sheath blood appeared at the proximal end. Blood was seen in the catheter tubing. Hand inflation was not possible. [Event complications]: unk-reported 1/19/98; none-reported 3/10/98. [Pt's current status]: unk-rpt'd 1/19/98.